Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-02727 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2016-02728 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, for the first speedband superview 7 device, three bands were deployed onto the site; however, the bands fell off the varices (manufacturer report # 3005099803-2016-02727). It was reported that there was plenty of mucosa in the ligator head. The handle was rotated completely until a click was heard. A second speedband superview 7 device (manufacturer report #3005099803-2016-02728) was attached to the scope. The bands failed to deploy and it was noted, once the device was removed from the patient, that the white band was deployed, hanging next to it, and three blue bands were still on the device folded over each other. The procedure was completed with a different device. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.